Event description:
Additional information confirmed that the suspect product was a trocar and that the trocar had a bent tip.

Manufacturer narrative:
Additional corrected information provided in b.5, h.6. And h.11. In the initial MDR, the FDA product code for a040609 was incorrect; it should have been a020101. In the initial MDR, the FDA component code for g04102 was incorrect; it should have been g04133. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened trocar assembly with tip protector in a small parts tray was received. Sample was visually inspected was found to be nonconforming with a bent tip. Functional penetration testing was not performed due to damage of returned sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The returned sample is visually non-conforming with the bent tip; therefore, a trocar bent tip when opened, was confirmed; however, how and when the trocar blade tip became bent could not be determined. Most likely root cause is handling during placement of the cap onto the trocar handle blade assembly. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. However, a nonconformance has been initiated to determine root cause of the trocar bent tip. All trocar blades are 100% inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip was bent before surgery. The procedure type and other surgery details were unknown. There was no information about patient impact.